Event description:
The international customer reported the ventilator would not power on. The customer reported the ventilator was not in use therefore there was no patient involvement or harm. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation. No further information known; completion of device evaluation and service is pending.

Manufacturer narrative:
Supplemental report

Event description:
The field service engineer (fse) replaced the power supply to address the reported problem.

Manufacturer narrative:
Evaluation & service pending.